Manufacturer narrative:
Evaluation of the returned component found that it met specification. Visual evaluation of the ring confirmed it was slightly bent; however, the reason for the bent condition is unknown. Function of ring in groove is inspected at 100% during manufacturing. (B)(4).

Event description:
It was reported that patient underwent hip arthroplasty procedure on (B)(6), 2011. During the procedure, the ring of the acetabular shell was locked inside the groove and the acetabular liner could not be engaged. The acetabular shell had to be removed and another acetabular shell was used to complete the procedure. A delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(4), 2011.